Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Reportedly, the pump unexpectedly stopped insulin delivery without cause or alerting the customer. Customer's blood glucose (bg) was 190mg/dl. Tandem technical support reviewed the pump data logs and found the pump performed as intended. Customer resumed insulin delivery. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.